Manufacturer narrative:
Failure analysis - the evaluation of the device confirmed the reported condition. Unit received without the 6in transitional member, and the base handle was closed without the 6in transitional installed and deformed the hole. Shock cushion, adjustment wrench threads and 1/4in pin are worn. The unit needs repair, preventative maintenance, replacement of worn parts along with general cleaning. Root cause - the reported complaint was confirmed. The evaluation showed that the base handle was closed without 6in transitional installed and deformed the hole. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that mayfield ultra base unit (a2101) would not tighten. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.